Event description:
It was reported that an ilet user was away from home with only 2 units remaining in the pump and a concurrent blood glucose reading of 297 mg/dl; the user planned to return home in about 30 minutes to replace the cartridge, and troubleshooting and education were completed with no alerts or alarms reported. Symptoms included hyperglycemia without associated physical complaints. Outcomes included no need for emergency care, hospitalization, or medical intervention. Investigation included user interview and provision of troubleshooting and education. Investigation of this case revealed no device alarms or identifiable device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.